Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of adjustment difficulties, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after opening the valves, no deposits were found inside. In order to make possible non-visible deposits visible, the valves were additionally valves were additionally immersed in a dye solution. No deposits were detected after the dyeing process. Results: in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valve. Based on our test results, we cannot detect any functional deviation on the valve. It is not clear to us at the time of the examination how the aforementioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx576t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt showed an adjustment difficulties. The patient underwent a revision procedure. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 months. Weight: 8 kilograms (kg). Height: 65 centimeters (cm). Gender: male.